Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The heater wire was bent and flexed away from the hot jaw and detached from the tip. The wire remained in place at the base of the jaws. Based on the return condition of the device, the complaint was confirmed for the reported failure "bent wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 heating coils had become separated from the jaws of the device. After noticing the separation the harvester requested a new device be opened to be used in the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 heating coils had become separated from the jaws of the device. After noticing the separation the harvester requested a new device be opened to be used in the case. The hospital did not report any patient effects.